Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. Drivetrain assembly needs replacement. There was no patient involvement.

Event description:
The customer reported broken/damaged. Drive train assembly needs replacement. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the pca front cover. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced tube drive, front cover, rear case, lt/rt handle, rear door, lock label, latch module, spring latch, sleeve drive, wiper seal, carriage block assy and rt/rt iui. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.